Manufacturer narrative:
E.1. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer reports poor barrier separation while using cat 362761 lot 2264855. Steps taken with customer/troubleshooting: per customer, they are not getting the buffy coat after centrifugation. Customer reports poor barrier separation while using cat 362761 lot 2264855.

Manufacturer narrative:
H.6. Investigation summary: material #: 362761 lot/batch #: 2264855 bd had not received samples or photos for evaluation. Therefore, 54 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection of the clinical investigation as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer reports poor barrier separation while using cat 362761 lot 2264855. Steps taken with customer/troubleshooting: per customer, they are not getting the buffy coat after centrifugation. Customer reports poor barrier separation while using cat 362761 lot 2264855.